Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the left ventricular (lv) lead was dislodged from the implant position. No malfunction was alleged against the lv lead. The lead was explanted and replaced to resolve the event and the patient was in stable condition.